Manufacturer narrative:
The reported difficult to deploy could not be replicated in a testing environment as the clip was not returned. The reported expulsion, single leaflet device attachment (slda) and device damaged by another could not be replicated in a testing environment. The reported material protrusion/extrusion associated with the actuator mandrel was confirmed; however, this is considered a normal function of the device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and a cause for the reported difficulty to deploy the clip in this complaint could not be determined. The slda was related to the procedural circumstances of the difficult clip deployment and due to the troubleshooting that was performed to deploy the clip. The expulsion and damaged by another device appear to be related to procedural conditions, and due to the third clip interacting with the first implanted clip, causing the implanted clip to detach from both the leaflets. The material protrusion/extrusion is associated with an expected/normal function of the device and is not indicative of a product related issue. The reported tissue damage appears to be a result of expulsion and therefore related to procedural circumstances. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The additional therapies/non-surgical treatments and foreign body removal were a result of case-specific circumstances as additional clip was attempted to be implanted to stabilize the slda clip and the physician performed an additional transseptal puncture and successfully snared the first clip after it detached from both leaflets. There is no indication of a product issue with respect to manufacture, design or labeling.h6: patient code 1829 removed.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report tissue damage, embolism, single leaflet device attachment (slda), complete clip detachment (ccd), material protrusion and delay activation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a posterior flail. An xtr clip (00410u134) was inserted and the leaflets were successfully grasped, therefore, the clip was attempted to be deployed. However, when pulling the actuator knob, the mandrel retracted approximately 15cm. The physician then completely removed the mandrel, but the clip was still attached to the delivery catheter (dc) shaft. Troubleshooting was performed and the clip was able to be deployed. To further reduce mr a second clip was successfully implanted medially of the first clip. However, two minutes after deploying the clip, the first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). To stabilize the slda, a third clip (00521u131) was inserted, but when advancing the clip, it became caught on the first implanted clip. The clips were able to be detached from each other, therefore, the third clip was attempted to be implanted. However, it was noted that the physician did not lock the clip at 60 degrees. This caused the clip to open while establishing final arm angle (efaa). The clip was reopened, but at this point the clip slipped into a new position and was now in between the two implanted clips. It was noted that the leaflets were unable to be grasped as the slda clip was now lying in a horizontal position. The third clip was brought back into the left atrium (la) and was repositioned laterally of the two implanted clips. However, while advancing into the left ventricle (lv), the third clip again came in contact with the first xtr clip. The third clip was again inverted and retracted into the la; however, at this time it was noticed that the first xtr clip had now complete detached from both leaflets and had become attached to the delivery catheter shaft of the third clip. It was noted that the completely detached clip caused damage to the leaflets. The physician then performed an additional transseptal puncture and successfully snared the first clip. The clip was able to be removed without issues. The third clip was then successfully implanted, reducing mr to a grade of 3. There was no clinically significant delay in the procedure. No additional information was provided.